Event description:
The customer contact reported that the device alarmed with an s233 (over temperature-psc) malfunction alarm code. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, multiple s233 malfunction alarm codes were noted and the fan operation was erratic. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm with an s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history multiple times and the fan operation was erratic. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.